Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4)-2011 from a consumer (age and gender unspecified) reporting on self from the united states.the medical history of the consumer and the concomitant medications were not reported.on an unspecified date, the consumer started using reach johnson and johnson floss mint waxed for dental cleaning (route-dental, lot number 17711b, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, the floss cutter kept coming off and the containers did not click back and down.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.